Event description:
It was reported that the gastrointestinal videoscope had a lot of noise on image. The issue as found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.